Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was recommending and delivering larger than expected boluses. During troubleshooting with tandem technical support it was found that the customer accidentally changed the pump correction factor. Customer had low blood glucose (bg) levels (50 mg/dl). Customer drank juice to bring bg levels back to target range. Customer was able to successfully adjust the pump correction factor.